Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) sensor. The customer reported that the sensor had a soft plastic piece attached to the opposite side of the skin. The customer removed the sensor themselves and applied a new one. There was no report of death or permanent impairment associated with this event.